Event description:
The customer reported that he is not receiving any insulin from his insulin pump. The blood glucose reading at time of call was 371mg/dl. The caller stated that the self test and the insulin pump prime properly. Assisted the customer to review the programming and found in the alarm history multiple auto off alarms. The customer stated that this alarm was set due to the lows during the night. Checked the bolus history and found that one bolus did not match with the bolus the customer wrote down. The caller was sure that this amount did not show in the history, but he had delivered it. The customer stated that he feel unsafe with the insulin pump. Suggested to the customer to speak with his health care provider about the settings and resistance as he is treating his high blood glucose with large amounts of active insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.